Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a lead extraction and pacemaker replacement procedure. Prior to the procedure, the right lead exhibited high capture threshold and p-wave amplitude variation. The right atrial lead was explanted and replaced. The patient was in stable condition.